Event description:
The customer took a catheter out of the box and inserted it. They knew something was wrong when they inserted it. Pt experienced some pain and took the catheter out and the tip was cut off. Has pain and is not sure yet if bleeding. Is worried that the tip may have come off in bladder. Calling dr to see what they should do.